Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-02722, 2134265-2018-03377, 2134265-2018-03310. It was reported that burr became stuck on the guidewire. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. Two rotawire¿, a 1.25mm rotalink¿ plus and a 1.50mm rotalink¿ plus were selected for use. During procedure, the 1.25mm burr was tried to remove from the patient's body. However, the 1.25mm burr became stuck on the rotawire and the burr and rotawire were pulled out as a unit. A 1.50mm burr and a new rotawire was then used for ablation, however the 1.50mm burr was again stuck on the new rotawire. The 1.50mm burr and rotawire were again pulled out as a whole unit from the patient's body. The procedure was completed with another of the same device. No patient's complications reported and patient's status was stable.

Manufacturer narrative:
Manufacturer name corrected from maple grove to cork facility. Mfg site name corrected from maple grove to cork facility. Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotablator rotalink plus device. The advancer unit and burr unit were received attached together as a single unit. The advancer knob was received tightened and in a backward position. The annulus was damaged and not rounded. The damage to the annulus is consistent with damage caused by contact with the rotawire during use. The rotawire used in the procedure was not returned for product analysis, so functional testing was performed and completed with a test rotawire. The wire was not able to be inserted into the burr due to the damaged annulus. The advancer and burr units were disconnected. The wire was however able to be inserted through the advancer unit with no issues. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-02722; 2134265-2018-03377; 2134265-2018-03310. It was reported that burr became stuck on the guidewire. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. Two rotawire, a 1.25mm rotalink plus and a 1.50mm rotalink plus were selected for use. During procedure, the 1.25mm burr was tried to remove from the patient's body. However, the 1.25mm burr became stuck on the rotawire and the burr and rotawire were pulled out as a unit. A 1.50mmburr and a new rotawire was then used for ablation, however the 1.50mm burr was again stuck on the new rotawire. The 1.50mm burr and rotawire were again pulled out as a whole unit from the patient's body. The procedure was completed with another of the same device. No patient's complications reported and patient's status was stable.